Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; the full lead was returned and analyzed. There was blood on the distal conductor.

Event description:
It was reported the lead had dislodged from its original position and the patient needed a smaller left ventricular lead. During the revision, the dislodged lead could not be repositioned in the lateral vein. The left subclavian vein was accessed and multiple wires were utilized. A guide catheter was then used to access the original lateral vein. Upon insertion of the guidewire, a perforation was visualized under fluoroscopy as evidenced by dye seen in the pericardium. It was further reported the patient remained stable and the effusion did not appear to be enlarging at the end of the procedure (a follow-up echocardiogram was scheduled). A posterior lateral vessel was then targeted and a new lead placed. No further patient complications have been reported as a result of this event.